Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had corrosion on the contacts. Therefore, the reported was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery casing device was not working. The event did not occur during surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not known, however, the reporter stated that the event occurred in the month of august 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.